Event description:
The reporter indicated that the device was explanted due to no communication. The reporter also stated that the device was pacing in the vvi mode at 76 ppm. And no magnet response was observed.